Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the xience skypoint interacted with accessory devices (guide catheter), during advancement, as resistance was noted, causing the reported difficult to advance/position and material deformation. Further manipulation of the device inside the guide catheter likely caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the mid right coronary artery. During advancement of the 3.50x12mm rx xience skypoint stent delivery system (sds) through the 6f guiding catheter (gc) resistance was met and the stent became deformed due to the stent being pushed and pulled around the gc. The stent was mislocated on the balloon. The sds was withdrawn from the gc and the procedure was completed using a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.